Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the right coronary artery. Following pre-dilatation, a 4.00 x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and it was observed that the distal part of the stent malapposed on the balloon. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.